Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reported events are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number of the explant date. Device labeling addresses the reported event of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the reported event of surgery related complications and/or observations as follows: "precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Pt reported, through a web-posting online, experiencing "a postoperative gastric injury when [the pt's] original lap band was changed out for a new band."the pt added "the surgeon had sutured the stomach prior to placing the new band on and of course it perforated." Multiple follow-up attempts with the pt were unsuccessful. No contact info was provided for the pt's physician. We have not received permission to follow up with the surgeon. At this time, allergan has no info concerning the reason for the replacement of the surgical lap-band system.